Manufacturer narrative:
Catalogue #: the device was either r5c4483 or r5c4482. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿drips from the tip and the twist clamp was closed¿. This occurred during use of the device for peritoneal dialysis therapy, when the cap was removed. There was no report of patient injury; however, the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the broken occluder foot could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.